Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified outside of clinical use. A philips field service engineer (fse) inspected the system on site and confirmed the issue. Troubleshooting actions determined that there was an issue with the system's flexvision pc. Analysis of the log file confirmed a malfunctioning flexvision pc, starting at 07:17:54. The fse replaced the flexivision pc and hard drives then pushed the os, firmware, and flexvision application software through. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to bootup, stalling at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint.